Event description:
(B)(4). I am allergic to nickle I told my dr this and he didn't listen. I didn't want the essure. I have chronic pelvic pain, loss of hair, joint pain,headaches, mood swings, depression, extreme fatigue, muscle spasms, nausea, back pain, bloating, no energy, no sex drive.